Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-21268, 21269. Model 3163 is implanted peripherally (off-label). It was reported the pt was not feeling stimulation from his scs system. Diagnostics revealed invalid and low contacts on one of the scs leads. Reprogramming around these low/invalid contacts was successful at the last programming session. F/u identified the pt's program are no longer working. The pt receives uncomfortable abdominal stimulation with the valid contacts in addition to ineffective left side stimulation with the other scs lead. X-rays did not reveal any anomalies. Surgical intervention will be taken to address the issue.